Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted: beginning (B)(6) 2015, v sensing integrity counts up to 23 likely due to t-wave oversensing (twos). No evidence of lead fracture identified. Episodes of twos identified. On (B)(6) 2015, rv pacing impedance rose to 1539 ohms (B)(6) 2015 and had been rising from 1026 ohms (B)(6) 2015.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a false lead integrity alert (lia) was triggered due to t-wave oversensing (twos). The patient experienced many non-sustained tachycardia episodes, but no shocks were delivered. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.